Event description:
It was reported that during set up for the procedure, when the hand activation button was pressed, the unit would not activate. A second instrument was used to start, and finished the case with no pt consequence.

Manufacturer narrative:
Stracking #444826-0, date sent 6/21/2006, a1,2,3,4; b3,6,7;d11: information was not provided. H6: code: code 400: cracked bladeevaluation summary: the analysis results found that the device was returned with the blade scratched and cracked. The device was tested with a generator, and an error code 5 was received. The identified blade damaged may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure " and "avoid accidental contact with other instruments during use." The batch record was reviewed and no anomalies were noted during the manufacturing process.